Event description:
It was reported intermittent occlusion alarms occurred. There was no adverse impact to the customers blood glucose level. The customer changed supplies and resumed insulin therapy. However, occlusions continued and the customer reverted to a back-up insulin pump.